Manufacturer narrative:
Device remains not implanted. Additional information concerning this event has been requested. If additional information is received this report will be updated.

Event description:
Boston scientific received information that a low voltage alert, code 1003, was recorded on this pacemaker pre-implant. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. No adverse patient effects were reported.

Manufacturer narrative:
An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.